Event description:
Procedure type: low anterior resection. According to the reporter: an incomplete anastomotic ring on distal donut/ring was observed when the stapler was removed and the anastomosis inspected. A leak at the anastomosis was observed during leak test and the surgeon had to hand suture to reinforce the anastomosis. No bleeding was reported, but surgery time was extended by thirty minutes as a result. The pt is currently in well condition.